Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The device was operating in coagulation mode and when in cauterizing mode it was generating "spark" power and did not perform its role. There was no adverse event to the patient and the surgery was not prolonged. The procedure was completed with same like product additional information received on 8-16-2016. The patient was not affected by sparks. Also , the patient did not suffer any damage. The only problem was the inadequate and inefficient operation of the product, which was replaced during the procedure by a similar one.

Manufacturer narrative:
The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of melting on the manifold between 3-9 o'clock positions of the tip. Functional testing could not be carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints from this lot of devices that were released to distribution. Corrective actions to be identified through the CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The device was operating in coagulation mode and when in cauterizing mode it was generating "spark" power and did not perform its role. There was no adverse event to the patient and the surgery was not prolonged. The procedure was completed with same like product additional information received on 8-16-16. The patient was not affected by sparks. Also , the patient did not suffer any damage. The only problem was the inadequate and inefficient operation of the product, which was replaced during the procedure by a similar one. The patient was not affected by sparks. Also , the patient did not suffer any damage. The only problem was the inadequate and inefficient operation of the product, which was replaced during the procedure by a similar one.

Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.